Event description:
Device issue: none. Adverse event: bruising and rash requiring treatment. Onset of adverse event: post procedure. It was reported that the promus stent was implanted without complications. Post procedure the patient is experiencing bruising and rashes intermittently. The patient is currently taking plavix 75 mg and aspirin 325 mg daily. No additional information has been provided. (B) (4).

Manufacturer narrative:
(B) (4). (B) (4). There was no reported product deficiency. Hypersensitivity/allergic reaction and hematoma are known adverse events as listed in the promus instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.